Event description:
The customer was admitted in the hosp with dka. The customer stated that the pump was continuously alarming. Also it was indicated that the health team informed that the pump was still alarming after the pump, the set and the reservoir had been removed from the customer. It was stated that turns out the infusion set was the problem.